Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported they charged the ins up to 100%. After this occurred the patient had pain, burning at the ins site and their tremors had become more prominent. It was not specified where the pain was located. Two days prior to report, the patient looked very good, they had no tremors and they were more alert. Therapy impedance was taken and the left ins was 1747 ohms and the right was 1147 ohms. No electrode impedance was taken. The patient was programmed so his settings were as close to where he was with his previous ins's. Their stimulation was on when they were charging. They did not have the ability to make adjustments to therapy with the patient programmer (pp). They hadn't tried reprogramming and this was the patient's 3rd charging session since he got his ins replaced. The patient had a return of tremors. Further follow-up was being done to determine what diagnostics were performed, what actions/interventions were taken, and what the cause of the pain/burning was. If additional information is received a supplemental MDR will be submitted.